Event description:
Infusaport inserted in 2002. Staff noted difficulty infusing medications via this port 4 days later. Following examination in radiology, it was noted that the port was fractured off from the cannula. The port and cannula were removed at this time.